Manufacturer narrative:
After further review of additional information received. As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the medical records, history includes pulmonary emboli with respiratory failure and sepsis, complicated by cardiopulmonary resuscitation (CPR). Prior to filter implant, the patient had other invasive vascular access points. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position at the lower l2 vertebral body. There were no reports of complications. The filter subsequently malfunctioned including, but not limited to dvt (deep venous thrombosis) in the lower bilateral extremities. Per the patient profile form (ppf), the patient reports post-implant deep vein thrombosis (dvt), blood clots, clotting, and / or occlusion of the ivc, and pain, worry, anxiety, shortness of breath, chest pains, leg swelling, leg pain and discomfort. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, shortness of breath, swelling and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of respiratory failure, sepsis, cardiopulmonary resuscitation (CPR) and pulmonary emboli. The patient had a right common femoral arterial catheter, a right common femoral venous catheter and a left common femoral venous temporary dialysis catheter. Prior to filter implantation, the patient's left groin was prepped and draped in the usual sterile fashion. The skin around the indwelling temporary dialysis catheter was anesthetized and the seldinger technique was then used to advance a guidewire into the hepatic portion of the inferior vena cava (ivc). The indwelling temporary dialysis catheter was removed and an 11 french vascular sheath was placed. The filter delivery sheath was placed at the level of the lower l2 vertebral body (below the level of the right and left renal veins). Through the sheath, the optease retrievable filter was placed into the infrarenal area of the ivc. After placement of the filter, there was an uneventful placement of a 13.5 french 16 cm quinton catheter into the upper portion of the left external iliac vein.   Additional information received per the patient profile form (ppf) states that the patient experienced post-implant deep vein thrombosis (dvt) in the lower bilateral extremities, blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient became aware of the reported events approximately three years after the index procedure. The patient has also experienced emotional pain, physical pain, worry, anxiety, shortness of breath, chest pains, leg swelling, leg pain, and discomfort when standing for long periods of time.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient developed bilateral lower extremity deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, physical and emotional damages from deep venous thrombosis in the lower bilateral extremities and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain, suffering, loss of enjoyment of life, distress and other damages.